Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric and 90% stenosed distal right coronary artery. Pre-dilatation was performed and a non-abbott stent was implanted. A 4.0 x 15 mm nc trek was advanced to the lesion for post dilatation; however, the balloon ruptured at 12 atmospheres. The rupture was a pinhole rupture. The stent was confirmed to be sufficiently expanded so the procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: heartrail. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.